Event description:
From staff: 25g needle broke off in patient and was fully retrieved successfully. From operative report: local anesthetic needle broke at the hub while obtaining anesthesia for the 2nd drain placement. This 4 centimeters long 25-gauge needle broke just under the skin surface, within the subcutaneous tissues. It was visible fluoroscopically. The small incision for the tube placement was extended to a total of 1 centimeter in length and through this, a forceps was used to successfully grab the needle and remove it without significant complication. The needle was removed in its entirety and this was confirmed on follow-up imaging.